Event description:
A surgical technician reported that the purple sleeves have had fibers that have been introduced to the eye. No other information has been received. Additional information has been requested. Patient harm is unknown at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).